Event description:
It was reported by the patient that the pacemaker had "skipped beats" for several weeks. The patient also reported not feeling well. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.